Event description:
It was reported to philips the device ECG was not working and leads were not being recognized. There was no patient involvement.

Manufacturer narrative:
H3 other text : the customer declined service or repair.

Event description:
It was reported to philips the device ECG was not working and leads were not being recognized. There was no patient involvement.